Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the labels intact and the physical condition of the pump good. A review of the event history log identified no disposable, high pressure, and upstream occlusion alarm messages in the history. Functional testing using the pump pressure switch test was performed and the reported problem was duplicated. The root cause of the reported problem was unable to be determined. The downstream occlusion sensor was replaced to resolve the problem.

Event description:
It was reported that during use, the pump was malfunctioning because it was dropped. The downstream sensor pressure was over specification. The patient was receiving a continuous life sustaining intravenous drip at 30 nanogram per kilogram per minute (ng/kg/min) for pulmonary arterial hypertension (pah). A back up pump was available for use. No patient injury was reported.